Event description:
Follow-up identified during surgery, electrocautery was used on the hematoma which in turn resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg pocket. Blood work results were clear. In turn, surgical intervention was undertaken on (B)(6) 2017 during which a hematoma was identified. As such, the pocket site was revised which resolved the issue.